Manufacturer narrative:
The drain had been inserted during a chole procedure on 10/02. The drain had been functioning well during the immediate post op period. On 10/07, the drain fell out and it was determined a piece of the drain was retained. On 10/08, the pt was returned to surgery and an 8 inch piece of drain was removed from the surgical site. No other complications resulted from this incident. The sample was returned and evaluated. The fractured ends of the drain were jagged in appearance. The torn surface was also indented. Visual inspection showed that the location of the break occurred approx 7 mm above the perforation beginning. The drain is typically stronger away from the perforations. Tensile testing was conducted on 20 unused samples from the reported lot. All samples were within spec. The samples were strength tested. When a break occurred, it was always in the perforated area and the torn surface was always smooth. The root cause was determined to be damage to the drain which most likely was caused by a sharp object at the time it was being placed in the pt. The sharp object could have been an instrument or suturing equipment. Due to the reported incident and need to take the pt back to surgery, this MDR is being filed. No corrective action is indicated at this time.

Event description:
During the post op period, the surgical drain fell out. Surgical intervention was required to remove the retained piece.